Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the hp saw air bubbles in the drain line and there was a small amount of liquid on the floor. The hp was unable to determine the source of the liquid. There was no damage noticed on the supplies. Renal therapy services (rts) had the hp power cycle the hc. Rts assisted the hp in disconnecting from the hc and removing the supplies. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.